Event description:
It was reported that during a robotic laparoscopic gastric roux-en-y bypass procedure, one partial side of the staple line didn't form (4-5 staples) when firing across the jejunum using a white reload. A blue reload was used successfully immediately below the failed white firing. The staples formed completely and the case was continued as usual. There were no patient consequences. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were the staples malformed? 4-5 staples did not form. Was the staple line incomplete? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd on the device, 1st with the white reload. Was buttressing material utilized? If so, which product? Yes, gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.